Event description:
The account stated that the architect total psa reagent is generating discrepant results. The initial result >100, the auto-dilution result was 20.8 and the manual dilution result was 223. The sample was then retested in duplicate on auto-dilution and the results were 266.58 and 269.80 (units of measurement were not provided). There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer indicated a problem with dilution reproducibility when a single patient sample is tested neat and auto-diluted using architect total psa reagent kit, lot# 63338lf00. The customer observed a decrease in total psa values for a patient sample that was auto-diluted for a retest: neat: greater than 100; retest, auto-diluted: 20.8; manual retest gave a value of 223. The customer retested the same sample again using auto-dilution and results of 266.58 and 269.80 were returned. The customer indicated that the cause of the original low result of 20.8 may be form the r1 probe or sample probe. It was recommended to the customer to change the r1 probe as it is used for auto-dilution only. Further information was received from the csc confirmed that the depressed result was an isolated event and the r1 probe or sample probe was not replaced prior to the auto-dilution obtaining a correct result. No return material was available. Testing was performed under the guidelines of dilution linearity testing procedure (B)(4), which is designed to investigate claims of deficiency in the ability of an abbott assay to meet its performance parameters. Testing plan 1, which tests neat, manually and auto-diluted samples was used. Testing was performed using a male serum sample from promeddx with the psa concentration greater than 100 ng/ml. Six replicates of the male serum sample were tested neat, manually and auto-diluted using the in-house technical sample of (B)(4) lot 63338lf00 on instrument (B)(4). Neat samples of the male serum sample flagged the total psa assay giving results of > 100. When the dilution factor was accounted for, the male serum sample gave values of greater than 100 for both manual and auto-dilutions. The psa specimen gave a value of 203.688 ng/ml (manual dilution) and 200.131 (auto-dilution). The % recovery for auto versus manual dilution was 98.25%. The % bias for the auto versus manual dilution was- 1.75% for specimen 198 ng/ml. This meets the +/- bias allowed for in the products requirement documents. In addition to testing performed, a review was carried out of the testing performed by the in process testing and quality control laboratory prior to approving this lot of reagent for sale. All kit release specifications were met and no issues were identified. A review of the device history record did not identify any issues related to the customer complaint that indicated that there is a product deficiency. A review was performed for the previous months and there was no trend identified for the issue under investigation. A review of complaint records registered for the architect total psa (list 7k70) was performed. Complaint report records are used to identify potential and current field issues. The reports indicated that there was no adverse trend related to discrepant patient result complaints recorded for the total psa. The current complaint against lot 63338lf00 is the only one indicating an issue while performing a dilution using the reagent lot. The package insert states that if proper specimen collection and preparation cannot be verified, or if samples have been disrupted due to transportation or sampling handling, an additional centrifugation step is recommended. Centrifugation conditions should be sufficient to remove particulate matter. Aliquots poured versus pippetted from specimen tube typed that do not include serum separators are at higher risk of including particulates and generating depressed results. Failure to follow these instructions may result in depressed specimen results. It is recommended to replace the r1 or sample pipette responsible for the conducting auto-dilutions. As per the architect systems operations manual, the sample pipette is responsible for transferring diluted samples from the cuvette used to make the dilution into the cuvette used for the reaction. It is recommended that the customer record and track the date of sample probe installation to ensure that the customer does not use the probe for longer than one year. Base on our investigation, we have determined that the lot number identified in the complaint is performing within its intended use, specification and label claim. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint. This is the final report.